Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the value was anomaly and there was a lag time until the value readings was received. No patient impact or consequences reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device powered off before measurements could be taken. The flex cable was visually inspected under the microscope and it appears to be cracked between the top and bottom modules. X-ray inspection confirmed the crack extends to the copper traces in the flex cable. In this condition that does not get measurements as the flex cable affects the detector. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6), corrected data: model number corrected from 9707 to 9707-1.